Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/02/2015 with the following findings: a review of the pump¿s black box data revealed unexplained pump reboots. The battery compartment was cracked. The returned battery cap had stripped threads, and was unable to secure onto the pump. The pump reboots were duplicated with the returned battery cap. A test cap was used to complete the investigation, and was able to fully secure onto the pump. The pump was exercised for 24 hours with no power interruptions or duplicated alarms. The pump was opened and no evidence of internal moisture or damage to the power circuit was found inside the pump. Unrelated to the initial complaint, the display screen was discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the battery compartment was cracked, and that the battery cap had never been replaced. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.